Event description:
After accessing the patient's artery, physician pulled back the inner stiffener. He inserted the amplatz wire. He attempted to remove the outer, gray sheath. The gray sheath began to unravel then the lure lock hub pulled off the sheath. History of severe vascular disease w/recurrent left leg graft occlusions. Groin site was extremely scarred down making any movement of the sheath quite difficult.